Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02763, 0001822565-2019-02764, 0001822565-2019-02765. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Instruments returned as worn were noted to be fractured. No patient involvement was reported.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed; visual evaluation notes signs of repeated use and is fractured on medial side of post. The fracture is consistent with common failure modes for the tasp devices including either bending overload or low cycle fatigue culminating in bending overload as evident by the presence of hackle marks, river lines and striations features on the fracture surface. The device history records were reviewed and no discrepancies were found. Root cause could not be determined with information available as frequency and condition of use is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.